Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizziness. Upon interrogation, the right ventricular lead exhibited noise, which led to pacing inhibition. The lead was capped and replaced on (B)(6) 2016. The patient was stable.